Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016,explanted: (B)(6) 2016, product type: screening device.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was undergoing a spinal cord stimulation (scs) trial. It was reported the patient's lead had to be removed after the trial. It was noted that after the trial, the patient reported she couldn't feel either of her legs. The doctor had the rep program the patient anyway and noted he would wait a half hour and then see how her legs were feeling. A half hour went by and the patient still had no feeling in her legs. Interventions/actions taken to resolve the issue included pulling the lead and the patient was in the hospital and it was unknown if the issue was resolved at the time of the report. It was noted that the rep called the patient for follow-up the day after the trial and the patient noted that she was in the hospital and the trial lead was taken out and she had no feeling in both legs. No device issues were alleged regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.